Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via logs but could not reproduce the issue during in house testing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error occurred on universal surgical manipulator (usm) 3, and the usm was disabled by the customer. Error 307 was observed in the logs on usm 3. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: the site completed the procedure laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the universal surgical manipulator (usm) to resolve the error. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/or if additional information is received.